Manufacturer narrative:
Received one picture of a used sample of a dignishield catheter with the cuff/tszone assembly separated from the tube. The reported issue was confirmed as cause unknown since only one picture of the sample was received and no physical sample was returned for evaluation. Per visual evaluation of the picture received the cuff/tszone assembly was separated from the sms catheter. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "preparation of sms prior to insertion verify the retention cuff has been completely deflated. This can be done by squeezing the cuff to ensure there is no residual air inside the device. If air remains within the cuff, attach the 60 ml syringe to the green inflation port and withdraw all remaining air from the cuff. After the cuff has been fully deflated, fill the syringe with 45 ml of water and set aside. Using a permanent marker, record the catheter insertion date on the label located on the piston valve connector." (B)(4).

Event description:
It was reported that the dignishield tore apart below the black line. It was later reported that the dignishield was placed on (B)(6) 2017, and removed due to the tear on (B)(6) 2017. Chemicals used around area were chlorhexidine (chg), foaming cleanser, z guard, barrier wipes, and there was no clamp used on the diginishield.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the dignishield tore apart below the black line. It was later reported that the dignishield was placed on (B)(6) 2017, and removed due to the tear on (B)(6) 2017. Chemicals used around area were chlorhexidine (chg), foaming cleanser, z guard, barrier wipes, and there was no clamp used on the diginishield.